Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient. Customer returned (1) size 4 endo tip broken. Visual testing of tip performed using microscope. No defects or markings were noted on tip. Customer does not indicate the power setting used at time of breakage. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Based upon the information received and condition of the instrument returned, determination if fault was with the customer can not be determined.

Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #4 broke during use. The event outcome is unknown as of this MDR evaluation.